Event description:
It was reported that the atrial lead of an asymptomatic patient exhibited noise; the lead had dislodged into the ventricle. The dislodgement was observed under fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
.